Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the hardware had failed in drawer and failed to open. A field service engineer (fse) arrived on site and found no active drawer failure, noting that a reboot appeared to have resolved the issue. The fse opened the rear of the main unit and drawer 2, powered down the pyxis, and reseated all internal cables for drawers 2.1 and 2.2, as well as the pyxibus row cables. After reassembling the drawer and powering the system back on, the fse logged into the hardware test application (hta) and completed full drawer tests on drawers 2.1 and 2.2, saving the results to the d-drive. Due to time constraints, additional drawers were not tested. The system was rebooted again, and successful login to the application was confirmed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware had failed in drawer and failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.